Manufacturer narrative:
Correction: based on information obtained, there is no alleged deficiency of the device. Patient still had therapy and device explant was elective. Ipg was replaced with a different model to meet optimal programming needs.

Event description:
Based on information obtained, there is no alleged deficiency of the device. Patient still had therapy and device explant was elective. Ipg was replaced with a different model to meet optimal programming needs.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. In turn, the ipg was deemed inoperable. The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced.